Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist advised the customer to continue monitoring the issue and contact them whenever they had a new sample and if the issue was recurring. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a warning message. The customer reported that the user was getting a warning message while pulling the medication. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.